Manufacturer narrative:
An event of valve under-expansion was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the available information, the reported valve under-expansion is related to patient anatomy (calcification). There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was selected for implant. During procedure, the valve experienced expansion failure due to calcification. The valve under-expanded and did not over-expand. The valve was removed and exchanged for a new 25mm navitor valve, which was successfully implanted using a new unknown sized unknown delivery system. The patient was reported to be in stable condition.